Event description:
It was reported that during use in a carpal tunnel procedure, the knife was dull and as a result the surgeon's hand slipped and the knife touched the pt's nerve. At this time, it is not known if the pt incurred any injury.

Manufacturer narrative:
No medwatch form received from user facility. At this time, additional info and the device are not available. Upon receipt of additional info, an investigation will be completed and a follow-up report will be sent.